Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote merlin.net transmission that the implantable cardioverter defibrillator was in backup operation. The patient presented to the emergency room on (B)(6) 2018 and the backup operation was successfully reverted via a device download. The patient was asymptomatic and stable.